Manufacturer narrative:
During evaluation of the treatment tip, product support found damage to the tip membrane. Solta medical has confirmed a low incidence (less than 1% of the total estimated number of treatments) of first- and second-degree patient burns associated with dielectric membrane breakdown of the membrane of the treatment tip which contacts the patient during the thermage cpt procedure. Breakdown of the membrane can cause the radio-frequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Both the thermage user manual ((B)(4)) and technical bulletin tb-19 instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. In addition to recommending frequent tip membrane inspection, solta emphasizes its recommendation to carefully monitor the condition of the patient¿s skin during treatment. In the case of a damage to membrane, the clinician may notice the onset of small burns which would be evidenced by small residual focal red marks or white spots. Should this occur, it is up to the clinician¿s professional discretion to determine whether to continue treatment after replacement of the compromised tip. Solta also reiterates the importance of clinician attention to treatment error messages provided by the system, in particular messages indicating under force and lifting irregularities. As with all thermage systems, ensuring perpendicular contact between the handpiece and skin is critical. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action was deemed necessary. It is unknown how damage to the treatment tip occurred. No patient injury occurred. The investigation is complete.

Manufacturer narrative:
Initial visual inspection revealed no disruption of the tip surface. Only after a function test, 30 reps, was dielectric breakdown seen on the tip's surface. Tip damage was confirmed. When received, the tip had been used for 166 reps, as reported. The tip passed initial visual inspection, passed flow, leak, and thermistor testing. The tip failed functional testing due to the observance of dielectric breakdown. No patient injury was reported. Additional investigation results are pending.

Event description:
A user facility in (B)(6) reported that after 166 reps, the thermage tip membrane was broken during thermage treatment. There was no patient injury reported.